Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer was pulling the plunger of the syringe too far back. There was no impact to the customer's blood glucose level. Reportedly, the load process was completed successfully.